Event description:
When starting a shoulder arthroscopy case, plugged 1088 camera into stryker camera box and unable to obtain a picture. Took that tower out of service and plugged the camera into another tower. Started surgery using the 2nd video tower without problems. About 35 minutes into the procedure, video screen went blank. Attempted to trouble shoot problem without success. Removed tower from service and converted to open shoulder procedure. Sterilant in camera connector caused damage to both camera controllers.